Manufacturer narrative:
As reported, the unit would not turn on, preventing use of the device. The reported complaint will be noted during preuse testing, as contained in the user manual. As reported, the unit would not turn on, preventing use of the device. The reported complaint will be noted during preuse testing, as contained in the user manual.

Manufacturer narrative:
Waiting for the fe checkout results. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit no longer powers up.